Event description:
Dealer states joystick not seeing codes. Dealer called into technical services for troubleshooting. The joystick was checked out. No injury had occurred. To date, no further update has been received.